Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 16(amount of bolus completed plus amount left to go does not add up to programmed dose) alarm during therapy, which may have occurred more than once. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting confirmed that the error required pump replacement as per the error table guidelines. The customer was instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, displacement test, and self test. No pump error 16 alarms were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 16 alarms that may have occurred in the past or around the time of the customer¿s call. No pump error 16 alarms were found, however, critical pump error 60 was found on 07/10/2025 21:39:48.000. Line=1747 file=31. Per software engineering log investigation, pump error 60 was due to twi interface on main/motor processor; isolate to electronic assembly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 16 were not confirmed when no pump error 16 was noted during testing or in download history review. However, critical pump error 60 was found in adapt. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.